Event description:
It was reported that there was a leak at insertion site. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. The actual device was not received; therefore, visual and functional testing could not be performed. However, review of the manufacturing and operation processes were performed. No discrepancies were noted. Additionally, visual inspection and functional testing were performed on production floor inventory samples. No discrepancies or leaks were detected. No anomalies were found that could affect the product functionality. No root cause could be determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).